Manufacturer narrative:
Device evaluated by MFR.: the console and foot pedal were received. The console was tested with a test foot pedal and a 1.75mm rotalink burr. No rotational speed was obtained in turbine or dynaglide modes. A massive gas/air leak was noted at the turbine pressure switch. Visual inspection of the foot pedal identified the dynaglide connector o-ring was broken and there was scoring on the connector tip. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was wear and tear. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a rotational atherectomy treatment procedure, the rotational speed display did not function. During preparation, the rotablator console was unable to display the rotational speed or minute value. The procedure was completed with a different device. No patient complications were reported as the device had no contact with the patient.

Event description:
It was reported that prior to a rotational atherectomy treatment procedure, the rotational speed display did not function. During preparation, the rotablator console was unable to display the rotational speed or minute value. The procedure was completed with a different device. No patient complications were reported as the device had no contact with the patient.